Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd phoenix¿ ap contamination was discovered. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that there is extreme contamination of (B)(4).

Manufacturer narrative:
Investigation summary: this memo serves to summarize findings on your recent complaint (B)(4) on the instrument 448010 (phoenix ap), serial number (B)(6) where it was reported that the instrument had contamination. Per the customer the instrument was decontaminated, then the issue resolved. No further information was provided on the specific results; therefore, the complaint is not confirmed. The ap instrument does not have a service history of these issues at time of this event. However, bd will continue to monitor for complaint trending. The review of the device history record was complete and no issue was seen. A review of past complaints on this product over the past 12 months yielded no trend seen for this issue as of january 2022.

Event description:
It was reported that during use with bd phoenix¿ ap contamination was discovered. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that there is extreme contamination of (B)(6).